Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/8/2019. Device returned to manufacturer: yes. Device evaluation: the za9003 lens was received in the original folding carton. Visual inspection using magnification was performed. The lens was observed with one lens haptic distorted/bent. The other haptic was observed in good form and shape. No defects such as ¿lens edge spoiled or marked¿ were observed in the returned sample. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter's phone: - (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that za900 intraocular lens (iol) ''spoiled'' or marked in a manner that was not implantable. The alleged issue was noticed during handling, but prior to insertion into the eye. Iol is not used as there was no patient involvement and/or injury reported. Product will be returned. No additional information provided.